Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in july 2009 and performed to specification, alongside random manual power ons, up to the 24th november 2013. The device failed a self-test due to a low battery on the 1st december 2013 and remained in fault mode until 29th july 2014 when an increase in voltage would suggest a further pad-pak was installed, the device passed a self-test. Multiple manual power ons of ten minutes duration were observed in history log between (B)(4) 2014 and the final log entry on the (B)(4) 2015. The history log suggests the pad-pak became depleted during this time, a further pad-pak was installed and then the depleted pad-pak was reinstalled. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.